Event description:
The patient had a primary (B)(6) 2019. On (B)(6) 2024, the patient came in reporting pain due to a loose glenoid component. The cause of the loose glenoid component is unknown. The surgeon revised the glenoid, glenosphere, metaphysis and liner. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the baseplate, glenosphere, screws, metaphysis and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 aug 2024. Lot 2312095: (B)(4) items manufactured and released on 05-sept-2023. Expiration date: 2028-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: batch review performed on 26 aug 2024 reverse shoulder system 04.01.0169 glenosphere - ø36x24.5 (k170452) lot 2318832: (B)(4) items manufactured and released on 13-dec-2023. Expiration date: 2028-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.